Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via a contralateral approach from the femoral artery. The 100% stenosed denovo target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). A 6.0 x 20/135 sterling mr balloon catheter was advanced to the target lesion for pre dilation. During the first inflation at unknown atms, a balloon rupture occurred. The sterling mr balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).